Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been received.

Event description:
A 3.5mm locking screw, implanted in a proximal humerus plate, was noted to have backed out. Screw was removed, balance of hardware was left in place.